Event description:
Caller reported cartridge leaked insulin, with issue occurring multiple times and not confined to a single day, continuing since starting pump use on (B)(6) 2024. Report stated blood glucose level exceeded 500 mg/dl, with exact value noted as "high." Customer managed high levels through correction injection using multiple daily injections without needing third-party assistance. Resolution involved changing cartridge, allowing customer to successfully resume insulin therapy.